Manufacturer narrative:
Concomitant medical products: product ID: 37602, product type: implantable neurostimulator. Product ID: 7482, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that in 2014 the patient had less deep brain stimulation (dbs) effect. Recently a fracture in the system was suspected due to unstable impedances. Abnormal impedances were measured and prior to the revision, impedances of electrode three on the left side was unstable. The impedances values implied a short or a fracture. There were no suspicious findings on x-rays. A revision to replace the extension and implantable neurostimulator (ins) was done. During the revision, blood was found to be mixed in the upper portion of the ins were electrodes 0-3 were located and only a half of the boot was covering the lead and adaptor. After the revision, impedances of electrode zero were measured to be high. The cause of the high impedances, no interventions, and no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no significant anomalies. It was noted the ins battery was ¿not in new condition.¿ analysis of the extension found no significant anomalies. It was noted the extension was cut through and segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.